Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the surgeon said two clips fell off the cystic artery. They did not close all the way. 7/23/1998 another er320 was pulled to complete the case. There was no consequence to the patient.